Event description:
It was reported that the device broke during procedure. There was no reported clinical consequence. No additional information was provided.

Manufacturer narrative:
The device has not been returned.

Event description:
It was reported that the device broke during procedure. There was no reported clinical consequence. No additional information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual analysis of the returned device noted that the guidewire was separated at 178.8 cm from its proximal end. The polyurethane sleeve was stretched and separated at 178.8 cm from its proximal end. The core wire separated proximal side was protruding through the polyurethane sleeve. The guidewire was also noted to be bent at 43 cm from its proximal end. Scanning electron microscopy (sem) micrographs were obtained on the distal and proximal separation sites. Results of the analysis determined that the separation occured due to a torsion/rotational bending overload. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. The guidewire polytetrafluoroethylene (ptfe) was noted to be scraped off at 11.0 cm from its proximal end. The torque device was on the guidewire where the ptfe coating was scraped off. The observed peeling is believed to have occurred from an excessively tightened torque device. Due to the anomalies found on the guidewire, functional analysis could not be performed. Review and analysis of the available information fails to indicate a definitive cause of the reported event.